Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of a coil"), device dislocation ("migration of the coils"), uterine haemorrhage ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 636098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multi gravida and parity 3 ((B)(6) 2000, (B)(6) 2003,(B)(6) 2009). Concomitant products included escitalopram oxalate (lexapro) and losartan potassium. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("extreme migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), weight increased ("weight gain"), hypertension ("high blood pressure"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss") and menorrhagia ("menorrhagia"). The patient was treated with antibiotics, ibuprofen (advil), calcium carbonate (tums [calcium carbonate]), surgery (laparoscopically assisted supracervical hysterectomy) and surgery (laparoscopically assisted supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, headache, rash, nausea, feeling abnormal, panic attack, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, irritable bowel syndrome, alopecia, vaginal discharge and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cognitive disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, panic attack, procedural pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jan-2018: plaintiff fact sheet was received. All relevant medical history, concurrent condition, concomitant medication was added. Events abnormal bleeding, vaginal bleeding, menorrhagia,, infection (bladder/urinary tract/vaginal); type: bladder and urinary, migraines / headaches, nausea, neurological conditions or problems, brain fog, nausea, panic attacks, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, vaginal discharge, vision/eye problems, floaters and black spots, weight gain, ibs (irritable bowel syndrome), hair loss were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of a coil / perforation uterus"), device dislocation ("migration of the coils / migration of essure device"), device breakage ("only one coil was removed"), uterine haemorrhage ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 636098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2003,(B)(6) 2009) and postpartum depression in 2003. Concomitant products included escitalopram oxalate (lexapro) and losartan potassium. On (B)(6)-2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("extreme migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), weight increased ("weight gain"), hypertension ("high blood pressure"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection ") and urinary tract infection ("urinary infection"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia / very heavy cycles / abnormal bleeding (vaginal menorrhagia),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes / rashes or skin conditions"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), visual impairment ("vision/eye problems/black spots"), vitreous floaters ("floaters"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach (constant and severe)"). The patient was treated with antibiotics, ibuprofen (advil), calcium carbonate (tums [calcium carbonate]), surgery (laparoscopically assisted supracervical hysterectomy), essure was removed on (B)(6)-2015. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, headache, rash, nausea, feeling abnormal, panic attack, abdominal pain lower, fatigue, irritable bowel syndrome, alopecia, vaginal discharge, menorrhagia, visual impairment, vitreous floaters, allergy to metals and abdominal pain upper outcome was unknown and the device breakage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cognitive disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, panic attack, procedural pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not claim essure worsened a previously existing injury/condition.only one coil was removed intact and other coil broke and doctor believes he removed it all. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2018: plantiff fact sheet received. Events allergy to nickel , device breakage & stomach pain are added. Historical condition added.event outcome for events pain , dyspareunia,dysmenorrhea (cramping) are updated.reporter causality comment updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of a coil / perforation uterus"), device dislocation ("migration of the coils / migration of essure device"), device breakage ("only one coil was removed"), uterine haemorrhage ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multi gravida, parity 3 (B)(6) 2000, (B)(6) 2003,(B)(6) 2009) and postpartum depression in 2003. Previously administered products included for an unreported indication: oral contraceptive nos and depo-provera. Concomitant products included escitalopram oxalate (lexapro) and losartan potassium. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("extreme migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), weight increased ("weight gain"), hypertension ("high blood pressure"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection ") and urinary tract infection ("urinary infection"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia / very heavy cycles / abnormal bleeding (vaginal menorrhagia),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes / rashes or skin conditions"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), visual impairment ("vision/eye problems/black spots"), vitreous floaters ("floaters"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach (constant and severe)") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen (advil), calcium carbonate (tums [calcium carbonate]), surgery (laparoscopically assisted supracervical hysterectomy), surgery (laparoscopically assisted supracervical hysterectomy (only one coil was removed)) and surgery (laparoscopic-assisted abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, headache, rash, nausea, feeling abnormal, panic attack, abdominal pain lower, fatigue, irritable bowel syndrome, alopecia, vaginal discharge, menorrhagia, visual impairment, vitreous floaters, allergy to metals, abdominal pain upper and vulvovaginal pain outcome was unknown and the device breakage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cognitive disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, panic attack, procedural pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not claim essure worsened a previously existing injury/condition.only one coil was removed intact and other coil broke and doctor believes he removed it all. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of a coil"), device dislocation ("migration of the coils") and uterine haemorrhage ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2010, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), uterine haemorrhage (serious criterion medically significant), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), weight increased ("weight gain"), hypertension ("high blood pressure"), migraine ("extreme migraines"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles"). On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopically assisted supracervical hysterectomy) and surgery (laparoscopically assisted supracervical hysterectomy). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder and menstrual disorder outcome was unknown and the procedural pain outcome was unknown. The reporter considered uterine perforation, device dislocation, uterine haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced perforation of a coil, migration of the coils and uterine bleeding (including the passing of large clots and excessive, continuous bleeding) - seen as genital haemorrhage, amongst non serious events. Plaintiff underwent a laparoscopically assisted supracervical hysterectomy. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. The exact time point and mechanism of uterine perforation and device dislocation are not known. However, considering the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical interventions was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of a coil / perforation uterus'), device dislocation ('migration of the coils / migration of essure device') and device breakage ('only one coil was removed') in an adult female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression in 2003, psychological disorder nos, multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2003, (B)(6) 2009) and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos and depo-provera. Concomitant products included escitalopram oxalate (lexapro) and losartan potassium. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("extreme migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In december 2009, the patient experienced abdominal pain lower ("cramping"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abnormal uterine bleeding ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)"), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), hypertension ("high blood pressure"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection ") and urinary tract infection ("urinary infection"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse"). In march 2015, the patient experienced heavy menstrual bleeding ("menorrhagia / very heavy cycles / abnormal bleeding (vaginal menorrhagia),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes / rashes or skin conditions"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), visual impairment ("vision/eye problems/black spots"), vitreous floaters ("floaters"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach (constant and severe)") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, calcium carbonate (tums), ibuprofen and surgery (laparoscopic-assisted abdominal hysterectomy, laparoscopically assisted supracervical hysterectomy and laparoscopically assisted supracervical hysterectomy (only one coil was removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, abnormal uterine bleeding, genital haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, headache, rash, nausea, feeling abnormal, panic attack, abdominal pain lower, fatigue, irritable bowel syndrome, alopecia, vaginal discharge, heavy menstrual bleeding, visual impairment, vitreous floaters, allergy to metals, abdominal pain upper and vulvovaginal pain outcome was unknown and the device breakage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal uterine bleeding, allergy to metals, alopecia, cognitive disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, irritable bowel syndrome, menstrual disorder, migraine, nausea, panic attack, procedural pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not claim essure worsened a previously existing injury/condition.only one coil was removed intact and other coil broke and doctor believes he removed it all. Right: 7 coils, left: 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, rcc added. Event genital haemorrhage and abnormal uterine bleeding seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of a coil / perforation uterus"), device dislocation ("migration of the coils / migration of essure device"), device breakage ("only one coil was removed"), uterine haemorrhage ("severe uterine bleeding (including the passing of large blood clots and excessive, continuous bleeding)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2003, (B)(6) 2009) and postpartum depression in 2003. Previously administered products included for an unreported indication: oral contraceptive nos and depo-provera. Concomitant products included escitalopram oxalate (lexapro) and losartan potassium. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("extreme migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / excruciating sensation of pinching inside her abdomen"), weight increased ("weight gain"), hypertension ("high blood pressure"), abdominal distension ("extreme bloating"), cognitive disorder ("cognitive impairment") and menstrual disorder ("abnormal menstrual cycles"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection ") and urinary tract infection ("urinary infection"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia / very heavy cycles / abnormal bleeding (vaginal menorrhagia),"). On an unknown date, the patient experienced uterine perforation and device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes / rashes or skin conditions"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), visual impairment ("vision/eye problems/black spots"), vitreous floaters ("floaters"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach (constant and severe)") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen (advil), calcium carbonate (tums [calcium carbonate]), surgery (laparoscopically assisted supracervical hysterectomy), surgery (laparoscopically assisted supracervical hysterectomy (only one coil was removed)) and surgery (laparoscopic-assisted abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, abdominal pain, weight increased, hypertension, migraine, abdominal distension, cognitive disorder, menstrual disorder, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, headache, rash, nausea, feeling abnormal, panic attack, abdominal pain lower, fatigue, irritable bowel syndrome, alopecia, vaginal discharge, menorrhagia, visual impairment, vitreous floaters, allergy to metals, abdominal pain upper and vulvovaginal pain outcome was unknown and the device breakage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cognitive disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, panic attack, procedural pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not claim essure worsened a previously existing injury/condition.only one coil was removed intact and other coil broke and doctor believes he removed it all. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff's fact sheet received. Events per pfs: vaginal pain was added and severity was added. Medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced perforation of a coil, migration of the coils and uterine bleeding (including the passing of large clots and excessive, continuous bleeding) - seen as uterine haemorrhage, amongst non serious events. Plaintiff underwent a laparoscopically assisted supracervical hysterectomy. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. The exact time point and mechanism of uterine perforation and device dislocation are not known. However, considering the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.